Event description:
The disposable surgical clips that were applied during surgery came out in the patient's urine approximately 4-5 weeks after the procedure. Manufacture: tyco/autosuture/us surgical.